Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant the right ventricular (rv) lead was found to have pulled back and dislodged. A loss of capture in both bipolar and unipolar configuration was noted as were high thresholds and diminished sensing. It was also reported that the right atrial (ra) lead dislodged and all atrial lead slack was lost. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.